Event description:
Attorney's report of patient's alleged injury and the need for additional surgery due to implanted kugel mesh.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.